Manufacturer narrative:
Film evaluation summary: the cause of the reported distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Additional films during the most recent intervention, when an additional valiant along with 8 aptus endoanchors were implanted resolving the endoleak, were also not available for review. CT¿s at 15 months post-implant revealed an endoleak along the distal 3cm¿s of the device and down to the celiac artery origin. There appeared to be a marginal distal seal length as the bottom of the taa was near the level of the distal stent graft. This was most likely a distal type I endoleak but could not rule out type iii fabric endoleak. Review of CT¿s from 18 months post-implant revealed that since the previous study, an additional valiant stent graft had been implanted into the distal valiant device, extending down to the celiac artery. Contrast was again seen within the distal taa sac which appeared most likely to have been a distal type I endoleak. It is possible that the likely distal type I endoleak was caused by disease progression. Between the bottom of the stent graft and the celiac artery the thoracic was moderately calcified, which may have also contributed to the endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a distal type I endoleak of a valiant stent graft. It was reported that the patient presented emergently with back pain. The CT revealed a distal type I endoleak. The physician decided to implant a valiant 38x38x100 along with 8 aptus endoanchors. The final angiogram revealed that the distal type I endoleak was resolved. The physician could not determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.